Event description:
It was reported that an unspecified malfunction alarm occurred. Also, it was reported that resistance was experienced during the fill process. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 200 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.